Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported they were replacing the consumer's implantable neurostimulator (ins), which was a normal replacement, when they discovered out of range impedances on one of the leads. The physician decided to replace the lead, and when it was removed the rep. Noted there was a bend in the lead, and there was some black substance in the lumen of the lead that went from the bend to the proximal end of the lead. The lead was replaced successfully, and there was a no problem with the system after replacement. A request was made for the analysis of the device to be expedited and for the substance to be cultured from the inside and outside of the lead. No patient symptoms were reported. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found all conductors were broken in the body of the lead, 17.6 cm from the distal end. Analysis found that the foreign material is a mixture including mostly a protein and likely ethylene tetrafluoroethylene; some other substances might be present. Another piece of foreign material is a mixture including a protein and likely a polyether urethane; some other minor substance(s) might be present. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.